Event description:
I got a breast augmentation on (B)(6) 2017. The implants are made by allergan and they are silicone. On (B)(6) 2017, I went to work (in a hairstylist), and about an hour into my day I started to feel extremely dizzy. I have been dizzy ever since. I spent all of 2018 in and out of drs and it seems that there is nothing wrong with me. After the dizziness came on, I started to have new symptoms. Blurry vision, spots in my eyes, my ears are "full" and they pop constantly, sinus pressure, temperature intolerance, night sweat, chest pain, shortness of breath, nausea, hair loss, anxiety, and more that are hard to explain. Based on the timeline of all these symptoms, I'm pretty sure it's a reaction to these implants. (B)(4).